Manufacturer narrative:
This report is being submitted as follow up no. 1 to state the device is no longer available. It was initially reported that the device was available for return, however, the device was discarded by the facility. Section have been updated to reflect no device return. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device kinked upon insertion into the angio-seal sheath. The device was never deployed. Additional information was received on 6/22/2018. An 8 fr. Angio-seal was inserted to close 7fr. Sheath. The angio-seal wire was inserted and the 7 fr. Sheath was removed. The angio-seal dilator and sheath was inserted. The wire and dilator were removed. When the angioseal device (carrier tube) was inserted into the sheath, it was advanced initially, but kinked before being deployed. The device was removed and never deployed. The surgeon was concerned that there was a problem with the arteriotomy after the device was not deployed. A cut down was performed to close the patient. No device was left behind. The surgeon successfully closed the patient. Blood loss was reported to be less than 250cc. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.